Manufacturer narrative:
The previously reported device manufacture date of jan 11, 2010 was incorrect. The correct information is jan 12, 2010.

Event description:
New information received noted the patient presented for a pacemaker explant and replacement procedure. The day of the procedure, the device was unable to be interrogated. Complete battery depletion was suspected. The patient experienced bradycardia and reported feeling fatigued for the weeks prior. The device was explanted and replaced on (B)(6) 2019. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, premature battery depletion was suspected based off a previous longevity estimate. The patient has an underlying brady rhythm. No intervention was reported.